Event description:
It was reported that the patient experienced shortness of breath. It was reported that the right atrial (ra) lead exhibited possible oversensing on stored electrograms (egm) and suspected far field r-wave (ffrw) oversensing. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.